Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had their left ventricular assist device (lvad) removed due to infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported pump pocket infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. The remainder of the pump cable (including the inline connector) was returned. A small portion of the outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged to the graft attachment hardware. The outflow graft and outflow graft bend relief had been severed near their hardware, and the remainder of the outflow graft and bend relief material was not returned. The cuff lock was disengaged prior to the pump¿s return for evaluation and the mini apical cuff was returned separately upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU and patient handbook also provide instructions regarding how to clean and care for the driveline. These documents instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The onset date of the infection was (B)(6) 2024. It was a pump pocket infection. The patient had symptoms of headache, sore throat, arthralgia, and fever. It was treated with pump removal and impella5.5 insertion. On (B)(6) 2024 the heartmate 3 lvad was reimplanted again and rehabilitation was ongoing in the general ward.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The type of infection was bacterial and was found in a positive blood culture done on (B)(6) 2024. This was caused by a driveline infection. The patient had the pump removed (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. Mlp-040116 was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. The remainder of the pump cable (including the inline connector) was returned. A small portion of the outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged to the graft attachment hardware. The outflow graft and outflow graft bend relief had been severed near their hardware, and the remainder of the outflow graft and bend relief material was not returned. The cuff lock was disengaged prior to the pump¿s return for evaluation and the mini apical cuff was returned separately upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. Mlp-040116 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for mlp-040116 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU and patient handbook also provide instructions regarding how to clean and care for the driveline. These documents instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The lvad was replaced with a new heartmate 3 on (B)(6)2024.